Event description:
It was reported that the ilet user changed the infusion set and believed they forgot a step, stating they failed to remove the plastic needle guard before insertion, which led to an incorrectly deployed infusion set and improper site placement. Insulin delivery was subsequently resumed after guided troubleshooting and site change education. No reported adverse clinical effects. Outcomes included restoration of insulin delivery without alerts or alarms. Investigation included customer service troubleshooting and user education on correct infusion set deployment. Investigation of this case revealed user technique error during infusion set insertion that prevented proper site placement and insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user technique.